Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 1 year and 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2016, the patient was implanted with a left ventricular assist device (lvad) as a bridge to heart transplant. On (B)(6) 2017, it was reported that the patient's lactate dehydrogenase (ldh) level continued to rise despite being on bivalirudin. The patient's ldh was 535 u/l. The manufacturer's technical services representative reported that the system controller's log file showed that the pump parameters were stable and no power elevations were observed. The patient's ldh level continued to rise and the patient was listed as a status 4 for transplant. The patient received a heart transplant on (B)(6) 2017. No further information was provided at the time of this report.

Manufacturer narrative:
The explanted device was not returned for evaluation. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. The center submitted a system controller log file dated from (B)(6) 2017 to (B)(6) 2017 for review which appeared to show the system operating as intended. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. Hemolysis is listed as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.